Manufacturer narrative:
Two (2) single-use devices were received for evaluation. Visual inspection noted no signs of blockage or physical abnormalities that could have caused the reported issue. The luer cap was removed and continuous flow was observed at the distal luer of both devices. A functional flow rate test was performed, and the flow rate of the samples was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume infusors would not flow during prime. This occurred prior to patient use. There was no patient involvement. No additional information is available.